Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting a monitor network disconnect error, and it says that the cable is not connected. This error is displayed on the central nurse's station (cns). The customer had a power outage and this caused the cns to go down. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were getting a monitor network disconnect error, and it says that the cable is not connected. This error is displayed on the central nurse's station (cns). The customer had a power outage and this caused the cns to go down. They verified that they have a good connection to the cns, but they continue to get the monitor network disconnect error. Nihon kohden technical support (tech support) had them confirm that they were able to ping the multiple patient receivers (orgs) and the other devices. They were not able to get the cns application to load. They verified that the ethernet cable is in port zero, and tech support had them switch the cables at the wall with the printer and the application still did not load. Tech support had them swap the hdds, and that still did not resolve this issue. Tech support consulted with another tech support person who stated that this error was within the cns application and that this unit needs to come in for repair. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting a "monitor network disconnect" error message, saying that the cable was not connected at the central nurse's station (cns). The customer had a power outage, which caused the issue. They verified they have a good connection to the cns, but they continued to get the error. Technical support (ts) had them confirm they were able to ping the multiple patient receivers (orgs) and the other devices, but they were not able to get the cns application to load. After unsuccessfully troubleshooting the issue, ts found that this error was within the cns application and the unit would need to be sent in for repair. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to the bedside monitor (bsm) or org receiver being disconnected from the network. The reported error message of "monitor network disconnect" was duplicated by nihon kohden repair center (nk rc) and was resolved by replacing the hard drives. It was noted that the hard drives had been out of warranty since 04/2018. The reported power outage along with hard drive age are likely contributing factors to the error message. These two contributing factors are not indicative of a malfunction due to design or manufacturing deficiencies.

Event description:
The biomedical engineer (bme) reported that they were getting a monitor network disconnect error, and it says that the cable is not connected. This error is displayed on the central nurse's station (cns). The customer had a power outage and this caused the cns to go down.